Manufacturer narrative:
S/w version = 4.11c; retainer ring = black; case type = ngp. On (B)(6) 2023 the customer alleged possible over delivery anomaly and experienced low bg. The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: serial number label torn, pillowing keypad overlay and keypad overlay texture damage. Pump successfully downloaded using thus and carelink. Pump's memory was reviewed and no alarms or anomalies were noted. Daily total of all insulin delivered was 2.725 u, daily total of bolus insulin delivered was 0 u, total of bolus wizard insulin delivered as food bolus was 0 u, total of bolus wizard insulin delivered as correction bolus was 0 u, total of bolus wizard food correction insulin delivered was 0 u and total manual bolus insulin delivered was 0 u on (B)(6) 2023. Unit passed displacement accuracy test, active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing or in pump's downloaded history. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed required testing. Customer alleged for possible over delivery anomaly was not confirmed. Unable to verify customer's low bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: serial number label torn, pillowing keypad overlay and keypad overlay texture damage. Pump successfully downloaded using thus and carelink. Pump's memory was reviewed and no alarms or anomalies were noted. Daily total of all insulin delivered was 2.725 u, daily total of bolus insulin delivered was 0 u, total of bolus wizard insulin delivered as food bolus was 0 u, total of bolus wizard insulin delivered as correction bolus was 0 u, total of bolus wizard food correction insulin delivered was 0 u and total manual bolus insulin delivered was 0 u on 10-may-2023. Unit passed displacement accuracy test, active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing or in pump's downloaded history. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed required testing. Customer alleged for possible over delivery anomaly was not confirmed. Unable to verify customer's low bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hypoglycemia and reported possible over delivery. Customer was treated with glucagon. No harm requiring medical intervention was reported. Troubleshooting was not performed, customer reported pump gave too much insulin on its own and gave around 30 units. It was unknown the customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of low blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.